Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) generated an alarm for an autofill problem which could not be resolved. The iab was removed from the patient. No patient harm or adverse event has been reported.

Manufacturer narrative:
Updated fields - b4, e1(site country, event site postal code-6009, event site state - w.a), g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10. H3 other text : device not returned for serivce.

Event description:
N/a.